Manufacturer narrative:
Wide spread corrosion of the bearings was identified as the probable cause of the over heating observed. Corrosion on the bearings can lead to increasing friction and heat along the driveshaft assembly creating heat.

Event description:
The core impaction drill was sent for service and it overheated during failure analysis. No adverse event was associated with the device.